Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) checked the device remotely and confirmed that the system failed to bootup. The fse visited onsite and upon functional testing, the fse tried to boot the system and reload the software but both failed. The fse determined that the suite pc and os disk needed to be replaced. To resolve the reported issue the fse replaced the suite pc, reinstalled the suite pc software, restored all the backups and installed a new license file. After replacement and necessary configurations, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to bootup after a reboot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.